Event description:
Medtronic received information that no communication (unresolved) occurred on the transmitter. Customer reported loss of communication between the insulin pump and transmitter. Customer received lost sensor signal. Customer reported via phone call low blood glucose levels. Customer advised they did not feel good, they were doing a deep cleaning and forgot to eat a snack, the ambulance arrived and they ate food to treat their low blood glucose levels. Customer's blood glucose level went as low as 40 mg/dl. Troubleshooting was performed. Customer advised the auto mode feature was active during serious injury. Customer advised they were not wearing their sensor which would have alerted them their blood glucose levels were getting low.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.